Event description:
A male underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. Over time the flex main body had dropped since the initial implant but there was not apparent endoleak. However, the physician placed a renu cuff to reinforce the main body graft. The patient did have a large neck and a large amount of thrombus in the neck during initial implant. Patient is doing fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated that the event was due to anatomical changes over time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.